Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up instances of myopotential inhibition were noted. Oversensing was observed during the patient's arm movement. Noise on the bipolar, distal unipolar and discrimination channels was also noted. Stored electrogrmas revealed same episodes. The patient did not experience any symptoms or therapies. Programming changes were made.